Event description:
Male infertility as a result of total bilateral vas deferens blockage as a consequence of scarring caused by bard marlex mesh for bilateral inguinal hernia repair in 1996.1996 - 2008. Diagnosis or reason for use: bilateral inquinial hernia repair.